Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device has fallen and the display is broken. The device was not in clinical use at the time the reported issue was discovered.

Manufacturer narrative:
The device was returned to philips bench repair for troubleshooting and evaluation. The bench repair technician(brt) observed the reported issue of display broken. Currently the device is waiting for test equipment and no repair was performed. It is not known how the device fell and no additional information was obtained if the device was attached to a wall mount or roll stand. Therefore, we are considering this to be a malfunction of cause unknown. If the device is repaired and sent to the customer, the complaint will be reopened and updated with this information. No further action or investigation is warranted based on the available information at the time of complaint closure.

Event description:
The customer reported the problem of device has fallen and the display is broken. Patient involvement is unknown. There was no report of patient or user harm.